Event description:
On (B)(6) 2012, pt underwent onyx hd-500 embolization of left supraclinoid internal carotid artery aneurysm. Pt subsequently developed neurological compromise. A mechanical thrombectomy was attempted without success. The onyx cast was found to have moved out of the aneurysm to the carotid terminus, obstructing it. The pt suffered a left mca ischemic infarction, subsequently requiring a decompressive craniectomy for treatment of cerebral edema.